Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6) b3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient had a pain pump implanted last year. The rep reported surgery mode had been enabled prior to the procedure. They met with the rep who was unable to repair the ipg with their clinician programmer. Technical service reviewed the cp logs and confirmed the device was in service app mode. The recovery process failed. No intervention was planned at the time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.